Manufacturer narrative:
(B)(4). Physio- control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Event description:
During a patient use, it was reported that the device alarmed "connect electrodes" and failed to detect a connection. There was no reports of adverse effects due to the device use and no further details on the event and/or the patient provided.